Manufacturer narrative:
The longevity based on the programming and usage would be approximately .75 up to 1.25 years +/- .25 years based on all methodologies used above. The total stimulation on time was 313.4 days or .86 years, which aligns with the longevity estimates, suggesting the device had normal battery depletion to the end of life. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The reported observation of ¿eri message¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). The device provided therapy per the programming up to the eol declaration date. It was noted the device was utilized in a continuous burst mode throughout the implant period. The device inhibits stimulation and programming when eol is declared. Based on analysis, this complaint would not be a reportable event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient's ipg became inoperable. As a result, surgical intervention was taken to replace the device. Issue has been resolved.